Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was received and evaluated by the manufacturer. The error log revealed that the "ventilator inoperative" alarm had been recorded. The main circuit board was replaced to address the issue.